Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t5-9. It was reported that sometime post-op it was found that the right t8 screw was fractured as well as the rod. Recurrence of tumor at t8 which caused the patient paralysis and pain was reported. A revision surgery was performed to add ¿tes¿ at t7, 8 <(>&<)> 9 and screws at t10 <(>&<)> 11. Two lp crosslinks were added to the construct. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however, a like device catalog # 869-021, 510k # k040962 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.